Manufacturer narrative:
The investigation for the reported low flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. A review of the data logs was performed and show a decrease in motor current and motor speeds. Additionally, many suction alarms were observed. Based on the clinical details, the position of the pump had moved due to patient movement. The root cause is most likely improper position of the pump, this is based on the changes observed in flow and motor current in the data logs. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient grabbed/pulled catheter. Flows decreased and echo was performed at bedside. It was observed that the catheter was looped/kinked. Multiple attempts to reposition were unsuccessful. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.